Event description:
It was reported that during an open adrenalectomy unknown procedure, the stapler locked on the tissue. The device would not fire. There were no patient consequences.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: the device was removed without opening jaws. The stapler was on the vena cava. It was the first firing and first stroke. No buttressing was used and it was a vascular load. The device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.